Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with peeling button keypad, severely scratched display window, cracked reservoir tube lip and peeling medtronic address label.

Event description:
It was reported that customer's insulin pump had loose buttons and were falling off. Customer's blood glucose was not given. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.